Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarmed during testing. The pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of button error from the insulin pump. The customer's blood glucose reading was unknown. The customer's mother stated that the pump might have been exposed to moisture when they went to mexico cancun. The customer's mother stated that she would notice moisture in their room even though they had air conditioning. The customer was advised to discontinue use of the device and to revert to a backup plan.